Manufacturer narrative:
One fogarty catheter was received at product evaluation laboratory for a full examination. The reported event was confirmed. As received, balloon was found to be ruptured and received inverted over distal tip. After returning the balloon to original position, the rupture edges did not appeared to match up. Both balloon windings were intact. Back pressure was noticed in the through lumen due to a kink next to the y-adapter. Further investigation was completed by the engineers in the manufacturing site. A product risk assessment was generated for balloon burst with fragmentation condition. As part of the manufacturing process, the units go through balloon and visual inspections. The manufacturing records were reviewed and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. Nevertheless, it was confirmed the affected unit was expired at the time the customer performed the procedure. It is recommended when testing the unit before use, to verify all the expiration dates in order to avoid any issues. According to the instructions for use (IFU), the balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter according to the specification table. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon burst. No further information regarding testing prior to use. Patient demographics were requested but unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.